Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The blue pixels were witnessed at the second positioning. The user was firing at 78% power; the user stopped delivering energy and the blue pixels dissipated slowly, although not entirely. The user noted the blue pixels and continued to deliver laser energy; the blue pixels occurred throughout the rest of the procedure, regardless of the laser output setting. There were no patient complications reported in relation to this event.